Manufacturer narrative:
E1: patient city: (B)(6), patient country: united arab emirates.

Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported that patient faced infusion set cannula bent event on (B)(6) 2025. The blood glucose level was high and the patient was treated with correction bolus via manual injection. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.